Manufacturer narrative:
No conclusion can be made. While the clinician has stated the issue to be possible device related and definitely procedure related, based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. To date no intervention has been taken. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use state, "to prevent recurrences when repairing hernias, phasix st mesh must be large enough to provide sufficient overlap beyond the margins of the repair/primary closure. Careful attention to mesh fixation placement and spacing will help prevent excessive tension or gap formation between the mesh and fascial tissue. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported to davol that a patient who is part of the phasix st study (B)(6), experienced a hernia recurrence. (B)(6) 2016 - the subject patient underwent a robotic-assisted umbilical hernia repair using a bard phasix st mesh. As reported, the phasix st mesh was positioned so that its edges extend beyond the margins of the defect by at least 5cm. Mechanical fixation was performed, using a non bard/davol fixation device. The subject patient also underwent a bilateral inguinal hernia repair using bard 3dmax mesh and a bilateral transversus abdominus plane block. (B)(6) 2018 - the subject patient was evaluated at the 24 month visit. No hernia was detected upon physical exam. (B)(6) 2018 - the subject patient underwent an ultrasound in which a recurrent umbilical hernia was detected. This adverse event has been assessed by the clinician as moderate in severity, possibly related to the study device and definitely related to the index procedure. As reported, additional intervention is required; however, no action has been taken at this time.